Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that team member were opened a jp drain bd davol100cc silicone closed wound suction evacuator they noticed a hair inside the package sized at approximately 2 inches. Staff immediately placed the product and packed into a bio bag and informed leadership. Field was not affected.

Event description:
It was reported that team member were opened a jp drain bd davol100cc silicone closed wound suction evacuator they noticed a hair inside the package sized at approximately 2 inches. Staff immediately placed the product and packed into a bio bag and informed leadership. Field was not affected. Per additional information received via email on 27jun2025, there was no impact and intervention to the patient due to the this of the device.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.